Event description:
It was reported that pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, the device seized up. A second device was used and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.